Event description:
A customer observed imprecise phyt qc results on the vitros 250 analyzer. No biased results were reported. Biased results of the direction and magnitude observed may lead to inappropriate physician action. There was no report of pt harm as a result of this event.

Manufacturer narrative:
Investigation summary: investigation into this event showed that the imprecise qc results were observed over a period of several weeks. The customer indicated that the analyzer was not posting any condition codes. A field engineer replaced the immunowash fluid pump and performed related adjustments. Post service precision test results were acceptable. The root cause of the event was instrument related.